Event description:
A surgeon reported a patient with vertical gas breakthrough of the right eye. Additional information from reporter indicated that the procedure was aborted and the patient was rescheduled for flap lift and treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).